Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was 263-395 mg/dl. Customer reverted to an alternate method of insulin delivery.